Event description:
A journal article was reviewed titled "unusual recurrent multivessel coronary artery spasm: a case report and literature review". This case study involves a patient with recurrent ischemic chest pain and varying ECG signs. The patient initially present to the emergency room complaining of recurrent episodes of chest pain. ECG tracing showed mild st segment depression in the anterolateral leads (v2, v3, v4, and v6), which is consistent with myocardial ischemia. Coronary angiography was then performed and based on its findings and the overall investigations, the decision was made for coronary artery bypass grafting (CABG), however, the patient declined to undergo CABG and preferred percutaneous coronary interventions (pci) instead. The next day, a second cardiac catheterization was done, and the results showed complete normalization of the left main coronary artery (lmca) lesion compared to the first angiogram, and significant improvement of the mid-left anterior descending artery (lad) lesion and the posterolateral artery (pla) stenosis compared to the first catheterization. This means that there were significant lmca, lad, and pla spasms that occurred, and that the significant improvement occurred either spontaneously or secondary to the intracoronary nitroglycerin (ic ntg) that was administered. The lesion in the mid-right coronary artery (rca) persisted with 80% mid stenosis, confirming that it was a true lesion. The decision was made to stent the mid-rca and to keep the patient on dual antiplatelet therapy (dapt), a vasodilator, and a statin. Eventually, pci to rca with a 5.0x22mm resolute onyx drug-eluting stent (des) was done uneventfully. T he patient was then discharged home. Around 1 year later, the patient was referred to ER again as a case of inferior wall st-elevation myocardial infarction (stemi), suffering from chest pain with left side arm radiation, sweating, and shortness of breath. The ECG showed st elevation in the inferior leads and laboratory data revealed elevated troponin. Emergency cardiac catheterization was done which revealed an occluded pla, 99% stenosis of the pda, and 99% stenosis of the mid-lad artery. Pci with implantation of a 3.0x33mm non-medtronic des to the pla was performed, along with pci only to the pda. As the lad showed subtotal stenosis with thrombolysis in myocardial infarction (timi) I, it was decided to open the lad as well. Upon reinjection of the left system, mid-lad atheroma with up to 60% stenosis was revealed, but no more tight stenosis, and timi flow iii was observed. This indicated that there was a significant lad spasm superimposed on the underlying atherosclerotic borderline lesion which resolved after ic ntg injection. The rca was ectatic with a patent mid stent. Echocardiography on discharge showed a normal-sized left ventricle with good lvef and mild mitral regurgitation. The patient was then discharged in a stable health state, on dapt and other medications.

Manufacturer narrative:
Alhareth m. Amro, mohammad yasini, ghayda' sharif, mohammed nassr. 'Unusual recurrent multivessel coronary artery spasm: a case report and literature review'. Annals of noninvasive electrocardiology, no. 6, 2024, doi: 10.1111/anec.70019. Pmid: 39394774. B3: earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.